Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01615. G2: (B)(6). Visual examination of the provided pictures identified a shell still attached at the end. It cannot be confirmed if this device also has broken threads. This complaint was confirmed based on the provided pictures. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the inserter broke upon impaction and was unable to be removed from the cup. A new instrument was opened and used to complete the procedure. There was no harm or health consequences to the patient. Attempts have been made and no further information is available.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter and the shell have been assembled and cannot be separated. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter and the shell have been assembled and cannot be separated. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.